Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call the insulin pump screen had scratches which makes it hard to read and buttons were hard to press. The customer¿s blood glucose level was unknown at the time of incident. The customer's spouse declined transfer to helpline. The insulin pump will not be returned for analysis.